Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported the trial patient wanted to know if it was normal for the incision area to hurt. The patient was having the evaluation done for retention and constipation and was unable to have a bowel movement (bm) due to nerves. On (B)(6) 2017, the patient reported they had an infection and had only voided 3 times. It was noted the patient just got their antibiotic. The following day, the trial patient reported they had been in the emergency room (ER) all day for their infection and was hospitalized. They had not been tracking during the evaluation but would now. There were no further complications reported or anticipated.